Manufacturer narrative:
(B)(6). Investigation summary: one open sample and one unopened sample were received for evaluation by our quality engineer. Through visual inspection of the open sample, the barrel was observed to be missing the scale and logo. Through visual inspection of the unopened sample, no scale marking defects were observed. A device history record review was performed for the provided lot number, 1808001, and the review revealed one related annotation during the production process. During the marking process, a failure was detected in the marking machine that resulted in missing or inaccurate scale markings. The mechanical team replaced the responsible defective marking pads and the affected units were inspected and rejected accordingly. It has been determined that this incident resulted from undetected affected product from the marking machine failure. The manufacturing facility has been made aware of your experience for further attention. As the marking machine failure was repaired by our mechanical team, further action has not been determined necessary at this time. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. Investigation conclusion: quantity of customer samples: 1 sample of 1ml ls without blister and 1 sealed sample of 1ml ls lot 1808001. Date customer samples received: 01/feb/2019. It has been received 1 sample of 1ml ls without blister and 1 sealed sample of 1ml ls lot 1808001 for investigation. Upon visual inspection of the sample without blister, it can be observed the barrel is not marked, the scale and logo are missing. Upon visual inspection of the sealed sample received, no marking defect can be observed. DHR of lot 1808001 has been reviewed finding an annotation regarding the alleged defect. During marking process of this lot failure was detected in marking machine that caused barrels not marked and bad marking. Mechanical team replaced defective marking pads for new ones and quality notification (B)(4) was opened. 32.160 units were inspected rejecting 4.800 defective units. According to inspection plan procedure (B)(4), 200 units are inspected every 2 pallets by quality control team. Final products in this manufacturing line, for this reference and lot size ((B)(4)) are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)): visual inspection. Molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection. Printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. We can confirm that the root cause of the non-conformance is failure in marking pads during marking process. In order to reinforce our customer satisfaction, we would like to inform you that our manufacturing facility was alerted of your experience, raising the awareness on the production floor in order to pay more attention to this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: failure in marking pads during marking process. Rationale: since failure was repaired once detected and based on occurrence no additional corrective action is taken.

Event description:
It was reported that the syringe 1ml ls sp120 was missing the measurement scale printing.